Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) shaft seal out of position; full lead analyzed; (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that during the implant procedure, the physician tested the helix on the first lead ((B) (4)) prior to inserting into the patient and the helix wouldn't extend. The physician then tested a second lead ((B) (4)) and the helix came out in the end but it "popped" out at once and when he tried to screw it back it "jumped" in the same way it came out. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead analyzed returned and analyzed. (B)(4): helix disengaged from helical channel, and tip seal observation made; full lead analyzed returned and analyzed.